Event description:
A healthcare professional reported that during an endovascular embolization procedure, an enterprise2 4mmx16mm no tip vascular reconstruction device (product code encr401600, lot number: 9784491) was kinked or bent. During the procedure, after passing through the unspecified microcatheter tip and beginning deployment, the distal end of the stent was observed to be kinked or bent under imaging. The physician retracted the stent and replaced it with a new one to complete the surgery. The microcatheter was not replaced. The stent was inspected prior to use and found to be in good condition. There was no patient injury reported. Additional event information received on 02-dec-2025 indicated that no additional intervention was needed to remove the device from the patient. There was no excessive force applied to the device. The system was used with the recommended microcatheter. There was no resistance encountered while advancing the device through the microcatheter. There was no procedure delayed/prolongation due to the event.

Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.